Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. It was further reported that the rv lead exhibited rising thresholds, high thresholds, failure to capture and was in the right atrium. It was also reported that the implantable pulse generator (ipg) was in a different position with looping observed on the rv lead due to twiddlers syndrome. The rv lead was revised. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.